Manufacturer narrative:
The customer confirmed that the display failed. The viewsonic display is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method: (customer confirmed display failure).

Event description:
The customer reported that they lost their display screen. The customer replaced it with a spare display panel and they were able to install that. The customer has not requested a new display at this time as they had a spare unit on hand. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.